Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture was received on june 17, 2025, with lot number 2699670. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken device assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.